Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis did not reveal any anomalies during the analyzed period. Log file analysis revealed that the controller lost its rtc time sometime between (B)(6) 2015 and some time in (B)(6) 2016. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The controller was received with its real time clock (rtc) reset to zero. However, when allowed to charge and set to the current date and time, the rtc was able to retain the new settings. This behavior is normal and not indicative of a device malfunction. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that while the patient was seen clinic, it was noted that his controller had a zeroed time stamp. It was mentioned that the date/time would not hold with adjustment. The controller was exchanged with no reported patient consequences; the patient tolerated exchange well. No further information was provided.